Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced set up joint (suj) 1 and the string pot assembly to resolve the reported problem. The system was tested and verified as ready for use. The string pot assembly involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi did receive a da vinci product to perform failure analysis. The suj was analyzed, and the reported failure was confirmed via the system logs. According to the report, the unit had experience errors 23072. During the physical inspection, the fiber optic was noted to be damaged. The complaint was confirmed based on the field evaluation and failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a recoverable fault occurred. The intuitive surgical inc. (Isi) technical support engineer (tse) verified the 23072 error on armnet 1. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fault was an ongoing issue and the site had to disable universal surgical manipulator (usm) 1.